Manufacturer narrative:
Investigation results: a visual examination of the returned device found the flare detached. The device has evidence of the flaring process performed during manufacturing. In addition, kinks in both the catheter and the wire were found near the handle and in the middle of the device. Functional evaluation was not performed due to the condition of the returned device. The complaint was confirmed; the flare was detached. The noted damages indicate difficulty was experienced during usage and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, after removing the second polyp the catheter got broken, but it was already noted after the device was withdrawn from the scope. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event: flare detached although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, after removing the second polyp the catheter got broken, but it was already noted after the device was withdrawn from the scope. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.